Event description:
It was reported that a user on the third day of ilet use experienced both hyperglycemia and hypoglycemia while the system was adapting, including a prolonged high glucose period following overnight pump disconnection and an unannounced meal, and a subsequent low after announcing a ¿less than¿ meal for a 35 g carbohydrate bar. Symptoms included thirst, feeling ill, weakness, and disorientation. Outcomes included transient low glucose to 65 mg/dl for approximately 30 minutes with device low alerts and no medical intervention or assistance required. Investigation included case review, troubleshooting, and user education regarding consistent meal announcements, hypoglycemia treatment guidance, and infusion set evaluation if persistent hyperglycemia occurs. Investigation of this case revealed use-related factors, including pump disconnection, missed meal announcement, and early learning phase behavior of the automated insulin dosing system, which can contribute to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues and normal device behavior during adaptation rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.